Manufacturer narrative:
This allegation is under investigation by merge healthcare.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemo monitor pc via the serial interface. All data can be shown and monitored on the hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the site experienced EKG output 'break up." Lines were visible on the EKG monitor and EKG would stop working when reset during active cases. This resulted in loss of patient data. The root cause is still under investigation. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted on 09mar2016. The complainant device was not returned to merge healthcare for evaluation; instead, the customer opted to replace the ECG leads and harness on the affected device which is a purchasable item through merge healthcare's website. Follow-up communication with the customer confirmed that the problem was corrected and no other issues have been experienced by the customer. Device labeling, hemo-6373, v10 user manual, addresses the potential for such an occurrence in the general maintenance section with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." In addition, in the faq section statements such as, "question: why is the ECG display noisy or have gaps or resets? Answer: noise can come from many places when recording ecgs. Unused leadwires should not be allowed to dangle, rather, attach leadwires to some out-of-the-way neutral location on the patient, such as near the rl electrode. As discussed above, a hanging lead wire can move and cause the baseline to wander. A cable on top of a patient may be disturbed by drapes. Patient tremor (uncontrolled muscle movements) can cause noise in the baseline. Dry pads do not conduct the electrical signal well enough to show a stable ECG. A fractured lead will also cause the ECG to be noisy and the baseline to wander. During some surgical procedures, an electronic device may be used to cauterize small vessel bleeding. This device will emit electrical interference that causes excessive noise on the ECG tracing. There is an optional cable available to suppress this noise. However, once this cable is connected, the respiration software can no longer be used." Revised information contained in this supplemental report includes the following: indication that device not evaluated by manufacturer (hardware not returned) evaluation codes: method: 3263 actual device not evaluated. Results: 3221 no results available since no evaluation performed. Conclusions: 13 device difficult to operate. Indication of additional manufacturer information is contained in this follow-up report.